Event description:
It was reported that the intermediate catheter (subject device) broke at the hub when removing from the hoop during preparation. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The product axs vecta catheter was returned loaded in its dispenser coil packaged in its opened pouch and box in double biohazard plastic bags. Visual examination of the returned device revealed that the axs vecta catheter proximal shaft was kinked and separated just distal to the strain relief. No other anomalies were observed on the catheter, scout introducer or dispenser coil during the inspection. Additional information provided by the customer indicated that no damage was noted to the packaging, no anomalies were observed to the device prior to use, the hoop was flushed with sufficient saline prior to removing the catheter and the device was prepared per the dfu. As per the event description, the catheter broke at the hub when it was pulled out of the sheath. It is likely that depending on how the catheter was removed from the packaging clip and protective tubing, force may have been exerted causing the kink/break near the strain relief. The reported issue is likely due to handling of the product during removal from the packaging. Therefore, a cause of ¿handling damage¿ has been assigned to this investigation.

Event description:
It was reported that the intermediate catheter (subject device) broke at the hub when removing from the hoop during preparation. There were no clinical consequences to the patient.

Manufacturer narrative:
Section d2 (common device name): corrected to "catheter, thrombus retriever".

Event description:
It was reported that the intermediate catheter (subject device) broke at the hub when removing from the hoop during preparation. There were no clinical consequences to the patient.